Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was informed about the incident with the arjo maxi 500 passive floor lift and passive loop sling involvement. It was reported that during a patient transfer from a bed to a wheelchair, the patient slid through the opening at the base of the sling and hit the floor. Based on the information received, the patient did not sustain any injury. After the event, both the sling and the lift were evaluated by an arjo representative. The conducted inspection did not reveal any devices' malfunction.

Manufacturer narrative:
Arjo was informed about the incident with the arjo maxi 500 passive floor lift and passive loop sling (model number: mlaas2000-s, serial number: (B)(6) involvement. It was reported that during a patient transfer from a bed to a wheelchair, the patient slid through the base of the sling and hit the floor. Based on the information received, the patient did not sustain any injury. After the event, an arjo clinical consultant visited the customer to gather additional information about the reported incident. During the visit, an arjo representative observed that the involved maxi 500 was working properly with no issues noted. Also, when arjo service technician visited the facility, he observed that the lift was still in use by the caregivers, which would suggest that the lift was working correctly. The arjo technician could not inspect the lift, however he was able to evaluate the sling and no issues were detected. During the equipment evaluation, the technician was informed by the staff member that the transferred patient was in "weak condition" and "very flaccid". The caregiver stated that before the transfer, she had attached the green shoulder loops and the black leg loops to the lift's spreader bar and had not cross the leg straps (instead the patient's legs were held individually by the caregivers). The staff member also confirmed that the "all day material" loop sling which was used during the incident was in use for several years. The instructions for use for the arjo passive loop slings (document number: 04.sl.00_int1_8) in the "intended use - expected service life" section informs: "the following life times of the slings can be distinguished: expected service life: slings made of all day material 1,5 years". The document in the "safety instructions" section warns the user: "to avoid injury, always assess the patient prior to use". The IFU instructs the user how to properly apply the sling in bed, in chair/wheelchair and on the floor. In every case, the instruction contains the following information regarding the leg straps of the sling: "cross the leg straps. Pull one strap through the other". Additionally, the document in the "loop attachment and detachment" section contains the following warning: "use the same loop length (loop colour) for the shoulder straps and the same length (loop colour) for the leg straps." The above information leads to the conclusion that the most likely cause of the described incident was sling usage error. To conclude, the arjo maxi 500 passive floor lift and passive loop sling were involved in the reported event as they were used as a system for the patient transfer when patient slid out of the sling and fell to the floor. From that perspective, the system failed to meet its performance specifications. The complaint was decided to be reportable to competent authorities due to the allegation that patient slid out of the sling during transfer. No injury was reported.